Event description:
This report is based on information provided by a reporting customer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charging port disconnected and was hanging loose, when the crew went to plug the monitor in. There was no patient involvement, therefore no health consequences or impact.